Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that acute stent thrombosis occurred. The patient presented with myocardial infarction. Vascular access was obtained via femoral artery. The 100% stenosed, 2.75x34mm, eccentric, de novo with a significant bend of >45 and <90 degrees was located in the mildly tortuous and non- calcified right coronary artery (rca). After a non-bsc guide wire crossed the lesion, the lesion was predilated with a 2.5x15mm balloon catheter. Then a 2.75x38mm promus element plus drug-eluting stent was deployed in the mid to distal rca and post dilatation was done. Post procedure, the patient was shifted to coronary care unit. However, after few minutes, the patient experienced chest pain and ventricular tachycardia and the patient was again taken for angiography. Acute stent thrombus was observed. The thrombus was removed and post dilatation was done again. No further patient complications were reported and the patient's status was stable.